Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unspecified if the patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by cloudy effluent, abdominal pain, vomiting, and diarrhea. The patient was treated with cefazolin, gentamycin and ceftazidime (doses, frequencies and route of administration not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.